Event description:
During hysteroscopy procedure for fibroid resection, a storz cutting loop, size 22 french, broke inside of the patient's uterus. The broken pieces was removed by the surgeon without any injury to the patient.

Event description:
During hysteroscopy procedure for fibroid resection, a storz cutting loop, size 22 french, broke inside of the patient's uterus. The broken pieces was removed by the surgeon without any injury to the patient.